Event description:
It was reported, "when doctor was using this conical reamer on this pt with osteopetrosis, the end of the reamer in the chuck broke off. The doctor successfully completed the cause despite the break."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.